Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device displayed suboptimal flow rate during use on a patient. Per troubleshooting, the pads were emptied, disconnected and reconnected. The issue was not resolved. The device was switched out, but the issue still persisted. The nurse stated they switched out the pads and the patient was able to complete therapy on the device.

Event description:
It was reported that the arcticsun device displayed suboptimal flow rate during use on a patient. Per troubleshooting, the pads were emptied, disconnected and reconnected. The issue was not resolved. The device was switched out, but the issue still persisted. The nurse stated they switched out the pads and the patient was able to complete therapy on the device.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), medium arctic gel pad kit present. All four pads were returned. Visual inspection of the pad surface noted no obvious visible defects such as a cut or tear in the foam. Visual inspection of the clear connectors noted no visible chips and deformities at the ends of all connectors. Zippered sample container bags were adhered to the hydrogel of the returned pads to simulate a liner replacement. Each pad was individually tested. According to the appropriate test method, the flow rate was found not to be acceptable for the right thigh pad. (Acceptable range 2.4 l/min. M2). In summary, a potential root cause of "incorrect machine set up" has been identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate o temperature change and potentially the final achievable temperature is affected by pad surface area, pad size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number and largest size pads. 5. Attach the pad's line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.